Event description:
The pt's mother reported that the therapy has not been as effective over the past year and that the pt experienced a grand mal seizure in 2006, and another several days ago. The pt was also reported to be more spastic before the refill this past tuesday. At that refill, the dose was increased by 10% and now the pt is extremely drowsy. The hcp reported that the pt began experiencing mild seizure on the right side early 2007. No device troubleshooting or pt treatment was performed. The pt recovered without sequela. The pump and catheter will be replaced later this month.